Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t; (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm; (B)(6), 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 204-70-00 - tibial stem ext. Screw.

Event description:
It was reported that approximately 10 months post op initial surgery this 71 y/o female patient's right knee was revised due to infection. Surgeon removed implants and placed in an antibiotic spacer. Representative is unsure if surgeon is revising to another company. Patient was last known to be in stable condition following the event. No x-rays provided, unable to obtain, images attached. No product return, infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection in cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.